Event description:
It was later reported that the patient's interstim icon wasn't working. The interstim icon worked fine until about 2 months ago. The patient wasn't feeling stim. The patient hadn't felt stim in about 2.5 months. The patient was instructed to place the antenna over his implant then press the sync button. The patient saw the therapy screen. The patient increased stim to a point where he could feel it. The patient noted stim stops and starts. The patient planned to see the doctor on (B)(6).

Event description:
It was reported that the patient was implanted 4 days ago. The patient's programmer would sync. The batteries needed to be changed in the programmer. The patient changed the programmer batteries. The patient was able to turn the stimulator on using the programmer. The programmer will connect but he was not feeling stimulation. The stimulation stopped yesterday (suddenly). The patient confirmed on the programmer that the stimulation was off. The patient was feeling a thumping sensation (stimulation feels like thumping) (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID n EU_unknown_lead, lot# unknown, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va09byu, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).